Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Implant date: unknown/ not provided explant date: unknown/ not provided. Initial reporter name and address- telephone number: (B)(6). The intraocular lens (iol) has not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown as product serial number was not provided. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the implantation of the intra-ocular lens (iol) a plastic particle was seen on it. It was stated that there were no surgical or medical intervention. The iol remains implanted, no material is coming back. No additional information was kept and is available.